Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). One (1) compounded bag was received for evaluation. When the compounded solution was filtered, a particle of 0.2 to 0.3 mm diameter was found in the bag. This particle was too small to analyze under ft-ir analysis, so the exact substance could not be identified. There were no product deviations, and the particle could not be attributed to the production process. Since the bag had been filled, it is possible that the contamination occurred during the filling process. Review of the device history record performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the sample are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: black particulate in final container. No patient involvement.